Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating there is no interpretation or summary available when attempting to review the ECG (electrocardiogram) monitoring. The customer, to verify, printed the ECG (electrocardiogram) and the summary and interpretation were in fact not available. The customer returned to the facility, the issue persisted. There was no harm nor impact to the patient noted at this time.